Event description:
It was reported that the pt experienced coupling and communication issues between their implantable neurostimulator and charger and recharging more than expected. The pt reported losing weight which may have affected coupling. Additional info reported that the pt underwent a device revision and that they were reported as having "no injury".